Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years and one month post implantation due to the poly lockdown screw failure. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is fracture/disassembly of the poly lockdown screw. There is no loosening, wear, or radiolucency. The screw failure is confirmed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is confirmed based on the provided radiographs. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.